Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one viewflex xtra ice catheter was received for evaluation. No damage was noted on the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture remains unknown.

Event description:
During an atrial fibrillation procedure, the tip of the viewflex catheter was torn and bent after insertion into the patient. The catheter was replaced and the procedure was completed without any issues.